Manufacturer narrative:
(B)(4). D10: medical product: seg dist fem size c lt: catalog#00585004301, lot#67119658; variable stiffness stem extension straight precoat 11 mm diameter 130 mm length: catalog#00585207011, lot#66577769; stem collar 25 mm o.d.: catalog#00585204025, lot#66700271; polyethylene insert xt size c: catalog#00585001396, lot#66148645; articular surface with segmental hinge post size c 12 mm height: catalog#00585003012, lot#66792043; palacos r + g (1x40): catalog#66022663, lot#72471569, qty#(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, approximately eleven (11) months post-implantation, the patient underwent revision surgery as the femoral construct exhibited loosening and subsidence of 30mm. The affected devices were revised without reported complication. All available information has been provided.